Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. There is no evidence of a causal relationship with the device or therapy, however, the cause of death is unknown.

Manufacturer narrative:
Block b3: exact date unknown, approximated event date based on the bsc aware date as we were not able to obtain the date the patient passed away.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. There is no evidence of a causal relationship with the device or therapy, however, the cause of death is unknown.additional information was received indicating that the cause of death was heart failure. According to the physicians assessment, there was no causal relationship between the patients death and the device or therapy. It was further reported that there had been no recent procedure that may have caused or contributed to the death. The patients reported comorbidities included heart failure and hypertension.

Manufacturer narrative:
Block b3: exact date unknown, approximated event date based on the bsc aware date as we were not able to obtain the date the patient passed away.